Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed damage to the fiber optic seal (fos) consistent with fluid ingress and a loss of force data during the procedure. Further information provided by the field indicated that an 8 f sheath was used with the tacticath se catheter during the procedure. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) states that the device ¿is compatible with introducers or sheaths with a minimum diameter of 8.5 f.¿ in addition, the IFU also specifies that the distal section of the catheter is an 8 f diameter, which would be the same diameter as the sheath used in the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fiber optic seal (fos) damage and subsequent loss of contact force is consistent with not following the instructions for use.

Event description:
This report is to advise of fracture found during analysis.